Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they had a hypoglycemic event and was tired. It was indicated that the dexcom system did not give the patient any warning tones and according to the cgm, their values were normal at 6.2 mmol/l. The patient checked their bg value and it was 3.7 mmol/l. The patient consumed a glass of orange juice to get her sugar levels back up again and checked her bg value and it was 3.9 mmol/dl. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.